Manufacturer narrative:
No further information is available on the repair of the bed at this time.

Event description:
The account alleges the bed will go into chair position as soon as it is plugged in. No injury reported.